Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient exhibited complete heart block with slow escape rhythm. It was reported that the implantable pulse generator (ipg) exhibited a setscrew/grommet problem with leakage/blood ingression in the atrial port of the header. The ipg was previously reprogrammed and was later explanted and replaced. It was reported that the right ventricular (rv) lead exhibited high thresholds in addition to rising/unstable impedance values. It was also reported that the rv lead exhibited oversensing and noise. The lead was capped and replaced. It was also reported that the right atrial (ra) lead exhibited oversensing and noise in addition to blood visible on the lead tip. The lead was capped and replaced. No further patient complications have been reported as a result of this event.